Event description:
On 10/24/95 an aus device was implanted. On 11/19/96 the pump was repositioned. On 02/21/97 the cuff was removed. On 05/27/97 the cuff was reimplanted. On 07/09/97 the balloon and pump were removed from the patient due to infection.